Manufacturer narrative:
(B)(4). Device evaluation: customer report of pannus-like tissue restricted the leaflet motion and led to stenosis and regurgitation was confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 1 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 1 at the inflow aspect. Host tissue fused leaflets 1 and 3 by 10 mm near commissure 1. The free margins of leaflets 1 and 3 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue also fused leaflets 2 and 3 by 6 mm near commissure 3. Host tissue restricted leaflet mobility and led to stenosis and regurgitation. Thrombotic like material was visible on outflow aspect of leaflet 3. X-ray showed wireform intact. Almost entire sewing ring had been cut around the leaflets. Wireform was exposed at leaflet 1 and commissure 2. The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 27mm mitral pericardial valve, implanted approximately four (4) years and nine (9) months, was explanted due mitral stenosis and regurgitation. The valve was originally implanted at intra-annular position without removing the mitral subvalvular apparatus. The device was explanted and replaced with a 27mm non-edwards valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. The condition of the valve at explant was reported as ¿pannus-like tissue was sticking out from the posterior leaflet. It restricted the leaflet motion and led to mitral stenosis and regurgitation. Or it appeared to be interfered by the saved mitral subvalvular apparatus."

Manufacturer narrative:
Reference CAPA-20-00141.